Manufacturer narrative:
UDI: (B)(4). The actual device was returned for evaluation. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to normal wear. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the cutter device could not be inserted into the attachment device, the bearing was damaged, there were missing components, the nose tube was bent and damaged, the device was loose, labeling was missing. It was further determined that the ball bearing had fallen apart, the internal parts of the ball bearings were missing, the extension sleeve was damaged and both pins had migrated. It was also observed that the triangle symbol was missing and the pin, clamp and ball bearings failed. It was further determined that the device failed pretest for temperature, cutter insertion, lock operation and visual assessment. It was noted in the service order that the device was broken. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown but was known to have occurred in 2019. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Corrected data: it was reported in the initial report that the date the device was returned for evaluation was on (B)(6) 2019. The correct date is (B)(6) 2019. If additional information should become available, a supplemental medwatch report will be sent accordingly.